Event description:
The patient contacted animas on (B)(6) 2012 and alleged the audio bolus button was unresponsive. The patient denied damage to the button or pump. The patient reportedly wore the pump attached to a belt and did not clean it. There is no adverse event associated with this complaint. This complaint is being reported due to the alleged keypad response issue.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
Follow up #1 submitted: (B)(4) 2012. Device evaluation: the insulin pump has been returned and was evaluated by product analysis on (B)(4) 2012 with the following findings: the pump was returned for investigation with the audio bolus button intact, but unresponsive on testing. The button cover was removed for investigation and revealed the white slug was missing. On investigation, the keypad was found to be fully intact without peeling or visible damage. On testing, all the keypad buttons were responsive and had normal spring back and click. The keypad cover was removed for investigation and revealed contamination under the contacts of all the keypad buttons. The pump cover was removed for investigation and did not reveal any defects.